Event description:
Per the clinic, the patient experienced poor performance with the device since activation and short circuit were noted on 4 electrodes (specific date not reported). Explant and reimplantation is planned, but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.